Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. The patient reported that there was a little fluid and there was a bad smell. There was no alleged device malfunction contributing to the irritation. Patient was prescribed hydrocortisone by a physician. Follow up indicated that the rash is gone.